Manufacturer narrative:
Submit date: 10/07/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer states: adjustment part was found broken prior to use on a patient. No patient involvement.

Manufacturer narrative:
An investigation of the reported condition was performed.: one unused sample outside of the original package and without a lot number was received for evaluation. After performing visual inspection, the reported condition could not be confirmed. The received product met the required specifications. A review of the device history record (DHR) could not be performed because a lot number was not provided. The most likely root cause for the reported condition could not be identified. The product analysis did not confirm the reported condition. Since an issue and a root cause was not identified, no corrective action was deemed necessary at this moment. The current process is running according to product specifications meeting quality acceptance criteria. If information is provided in the future, a supplemental report will be issued.